Manufacturer narrative:
Investigation results: visual investigation: one small flake was provided for investigation stuck on adhesive tape for transport. Furthermore a sem - edx-analysis was carried out to identify the material of the flake. According to the edx-analysis-report, the flake does not originate from this kind of trocar. The material of the flake does not match the material of the trocar. Batch history review: batch history review not applicable, since the flake does not originate from the mentioned trocar. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Investigation findings/investigation conclusion, "appropriate term/code not available." The flake sent for investigation does not match to the complained device. No product failure can be determined. Investigation results: one small flake was provided for investigation stuck on adhesive paper for transport. Investigation was carried out visually and microscopically. In addition a material analysis was carried out to identify the origin of the flake. According to this analysis the flake does not originate from the complained kind of trocar. The material of the flake does not match to the material of the complained device. Batch history review not applicable, since the flake does not originate from the mentioned trocar. Based on the analysis the flakes originates most probably from another tool, or instrument used during surgery. The failure cannot be determined. Based on the investigations, and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with a trocar sleeve 12/110mm threaded with tap. According to the complaint description, small pieces fell into the body. No infection was reported. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference: (B)(4).